Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.

Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/27/2018 to the present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.